Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that she was attempting to deliver insulin when the buttons became unresponsive. Customer replaced the insulin pump's battery then received the button error alarm. Blood glucose level was 205 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Pump received with no act button response due to flattened button dome switch. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).